Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the "eye" area. The patient experienced "hematoma and ulcer" in the anteromedial cheek. Symptoms ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "ulcer" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the "eye" area. The patient experienced "hematoma and ulcer" in the anteromedial cheek. Symptoms ongoing.